Event description:
It was reported that the patient's device triggered an audible alert due to the right ventricular (rv) lead having low impedance. It was noted that there were high sensing integrity counter (sic) counts and some non-sustained ventricular tachycardia episodes. As well, the lead exhibited noise and oversensing. No programming or intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead fractured and caused inappropriate therapy due to oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.